Manufacturer narrative:
Exact date unknown, event occurred a year ago the date the manufacturer became aware of the event. Explant date: a year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18940822/18940822.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted devices were not returned. No further information has been obtained despite good faith efforts.